Event description:
The manufacturer became due to a user of dreamstation CPAP. Daughter called in stating patient passed away last (B)(6) 2023. Did not pass due to the use of CPAP. She wants to stop all mail. Don't know where the CPAP device went that was recalled and will not be returning for evaluation. Replacement device was donated. There was no report of medical intervention. No additional information can be requested at this time. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.